Manufacturer narrative:
(B)(4). Investigation: this disposable set was not requested for investigation as photos were provided. If the kit is later received and findings differ from the info presented in this record, a supplement will be filed. Manufacturing record review (sterilization load (B)(4)). A review of the manufacturing records was conducted by the complaint investigator in relation to this failure mode. For this disposable lot, there were no in-process non-conformities or engineering change orders, no simulated use testing observations or failures, and the product met all acceptance criteria for release. There were no product dispositions for this lot number. Root cause: the cause of a leak at the slip fit luer connection was most likely due to an insufficient interference fit between the luer components. Other possible causes could include a hole in the component or assembly, an incomplete bond at the assembly, a welding issue, or a breakage at the tubing bond. Conclusion: manufacturing defect.

Event description:
This report is being filed as a result of changes to our MDR evaluation process. We continue to refine our MDR process to better align with current agency policy. We regret that this change has caused this MDR to be filed outside the required timeframe. The following incident description was provided to caridianbct quality assurance: the collection line was dis-connected from the collection set. No safety issue occurred when the stems cells were collected, nor was there likely to be a safety issue, per the customer. Customer declined to provide any additional pt info.